Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be jumping up and down quickly for the past 3-4 months. Review of pump data showed that pump battery charged from 10% to 100% within 5 minutes on (B)(6) 2017. The pump battery also dropped suddenly on (B)(6) 2016 from 75% to 5% and subsequently shut off. Customer reported blood glucose (bg) level was 300 (mg/dl). The customer stated they charged the pump to turn it on and delivered a bolus to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also stated manual injection supplies were available.